Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The eval confirmed the reported symptom of "#105 pic motor failure" through the history log but was unable to reproduce during eval. Severed motor screws (4 of 6) were found and most likely contributed to the reported symptom. The motor and motor screws have been replaced.

Event description:
The customer reported that the spectrum pump displayed system error 105 alarms. No pt injury was reported. No further info was provided.